Event description:
Reprocessed shaver used. When started, metal shavings were visible coming from shavers. Replaced shaver with a non-reprocessed shaver. Metal shavings were non recoverable from pt. Surgeon did flush area in attempt to remove shavings, but unable to get all out.